Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 480 mg/dl. Customer's blood glucose value was 372 mg/deal at the time of the call. The customer declined to troubleshoot for the high readings. The customer stated that the belt clip was broken. The insulin pump will not be returned for analysis.